Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found in the sterile packaging.

Manufacturer narrative:
Alleged failure: -¿hey glen, our nursing staff found a hair inside the packaging of the strykerflow2 tubing. Lot# is 18198fg2. Product is at my desk if you need it.¿ the failure identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found in the sterile packaging.